Event description:
Hospitalized dka, pt experiencing high bgs. Was able to troubleshoot device. Passed test with insulin exiting. There was no apparent site irritation or redness. Pt stabilized while on insulin IV drip.